Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the system's roller pump stopped three times without pressing the control panel and without giving any alarm. The pump could start again by pressing start button. As a result, an alternative device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The suspect roller pump is being sent to subsidiary repair ctr for repair.